Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation was not completed by the distributor (B)(4), and the malfunction as reported was not confirmed. No further investigation is required. (B)(4). Device not returned to distributor. Device not returned to distributor.

Event description:
It was reported during an unknown patient procedure that the impactor broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.